Event description:
Customer states that she attempted to test on her aviva meter, but was unable to do so due to a power issue and subsequently had a hypoglycemic event. Customer was found by her grandson in a semi-conscious state with the meter in her hand. Customer's daughter called the emts and tested the customer on a competitor meter and obtained a reading of 40 mg/dl. Emts arrived and treated the customer with a glucose IV. Within 10-15 minutes she was feeling better and consumed a sandwich and yogurt. Customer tested at 259 mg/dl on the emt meter about 30 minutes later. Customer was not transported to the hospital. Requested return of suspect device and strips, and replacement was sent.